Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that while setting up a fentanyl infusion, the bottle was spiked, hung on the IV pole, and the tubing closed in the channel. When attempting to program the medication, the pump was alarming "safety clamp open." The user attempted to open and close the channel to fix the problem, but it continued to alarm. The user was unable to remove the channel from the pcu as it was jammed. The fentanyl was free-flowing into the patient during this time, and another nurse noticed that the bottle was half-empty. When this was noticed, the fentanyl tubing was roller-clamped shut and disconnected from the patient. The provider at the bedside ordered narcan to be available at the bedside. The patient then became hypotensive (systolic blood pressure dropped from 120s to 80s), and the provider ordered 1 dose of narcan 0.4mg, with a 250ml plasma-lyte bolus. The patient's bp normalized and no further intervention was needed. The patient's mental status returned to baseline. Biomed reported that the safety clamp was missing completely from the pump module (presumed to indicate the sears).